Event description:
It was reported that during a routine shoulder procedure the operating surgeon noticed that the end of the diathermy had come detached from the working element. The detached item was deemed necessary to be remove, so a washout was performed. Another diathermy wand was opened and used to complete the procedure.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.